Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over nine (9) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be specified. However, the image sensor unit may have been broken, leading to the subject event. The probable cause of breakage may be irregular stress to the bending section, leading to the event since multiple damaged sites were observed on the bending section. The event can be detected and implemented by following the instructions for use which state: "instructions for ltf-190-10-3d opeation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex deflectable videoscope had a b30 error code. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name exceeded the character limit. The full name is: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.